Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurements, measuring greater than 2000 ohms. Additionally, there was some inappropriately stored atrial tachy response (atr) events due to oversensing of noise. Upon further review, it was found there was a signal artifact monitor (sam) due to oversensing of the minute ventilation (mv) signal. The patient reported feeling lightheaded. Subsequently, the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to high out of range right atrial (ra) pacing impedance measurements, measuring greater than 2000 ohms. Additionally, there was some inappropriately stored atrial tachy response (atr) events due to oversensing of noise. Upon further review, it was found there was a signal artifact monitor (sam) due to oversensing of the minute ventilation (mv) signal. The patient reported feeling lightheaded. At this time, this pacemaker system remains in service and there were no additional adverse patient effects reported.